Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow-up medwatch report will be filed.

Event description:
The wire got stuck inside the patient. The physician pulled everything out, including the stent and the physician was not able to go back into the patient because it would not work. The physician could not go back in with a different wire. The patient had to be re-admitted for a different procedure. The event date is unknown.